Event description:
It was reported that an ilet pump with a cracked screen rendered insulin delivery management and meal announcements unreliable, leading the user to transition to backup therapy and arrange a replacement; the event was characterized as a hardware screen damage issue with no associated alerts or alarms. Symptoms included no reported blood glucose impact. Outcomes included continued diabetes management using prescribed backup therapy and ongoing cgm use via the dexcom app or receiver. Investigation included complaint intake, remote troubleshooting and education, shipment of a replacement device with instructions for return, guidance to sync data via the mobile app prior to return, and instructions to shut down the device to prevent further alerts. Investigation of this case revealed physical damage to the display component consistent with screen breakage, with no evidence of device malfunction beyond the damaged screen. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.